Event description:
Caller reported advantageblood glucose results of 435 mg/dl, 310 mg/dl, 190 mg/dl, and 189 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.